Manufacturer narrative:
Correction: b5 and h6 - noise was omitted for intial report 2017865-2021-37995.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac monitor (icm) exhibited noise and undersensing which resulted in resulting in recorded episodes of false atrial fibrillation and pause. There was no intervention. Patient was stable and was being monitored.

Event description:
It was reported the asymptomatic patient presented remotely via merlin.net. Upon review of the transmission, it was observed the implantable cardiac monitor (icm) was undersensing which resulted in resulting in recorded episodes of false atrial fibrillation and pause. There was no intervention. Patient was stable and was being monitored.